Manufacturer narrative:
The returned device was evaluated and the investigation found damaged cannula (bent). Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient¿s blood glucose reached 271 mg/dl while wearing the pod for less than 1 hour on the leg. Other than the priming sequence taking "a bit longer" than usual and site containing "a little bit of blood" upon removal, no abnormalities, defects, or deficiencies were reported. As treatment, a new pod was applied. The product has since been returned and investigation results found a damaged cannula.

Manufacturer narrative:
Device available for eval from no to yes. Device returned to manufacturer from no to yes. Device evaluation by manufacturer from no to yes. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.